Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement and removal difficulty occurred. The target lesion was located in the left anterior descending artery. A 4.00x28mm synergy ii drug-eluting stent was advanced but failed to reach the desired placement. The physician attempted to remove the device over the wire in order to pre-dilate further and met slight resistance pulling it back into the guide. Upon removal, the stent was no longer on the balloon/deployment system. The stent was found to be on the guide catheter. All devices were successfully removed and the procedure was completed with a new guide catheter, guide wire, and stent. No patient complications were reported and the patient was unharmed.